Manufacturer narrative:
On 9/2/2020, it was reported to mentor that the patient's initials were (B)(6). The patient's diagnosis was confirmed to be open wound on the right breast with exposed reconstructive implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection and device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 800cc and suffered from a wound infection and device extrusion on the right breast implant. The patient has a history of breast cancer. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 800cc on (B)(6) 2015.